Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 900 mg/dl following several issues with activating and applying a new pod in the preceding days, which resulted in hospitalization. The patient reported having difficulty changing a pod on or around saturday, (B)(6) and administered humalog insulin injections through sunday. On monday, the patient attempted to place a new pod but reported leaving the needle cap on, so the pod was changed again. At that point, the patient had developed severe hyperglycemia, with blood glucose increasing to 900 mg/dl. The patient reported being unaware that they would need to deliver bolus doses through the omnipod system when eating over preprogrammed custom foods and expected the system to auto-regulate even during periods of higher food intake while operating in automated mode. The patient reportedly began feeling unwell and developed symptoms including vomiting, which prompted her to seek medical attention. The patient was subsequently admitted to the intensive care unit and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous fluids and insulin, with chest x-ray and laboratory testing also conducted. The patient remained hospitalized for two days and was discharged on (B)(6) 2026.